Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection under 12x microscope magnification was performed by a qualified final inspection manufacturing specialist. Both lens haptic were observed in good condition and no abnormalities. There were pimples/pits observed on the optic surface of the lens, however, this type of condition will be rejected if found in the manufacturing line. How and when the defects happened could not be determined as the lens was handled by customer. The lens was also measured (haptic width, optic diameter, overall diameter and haptic thickness) and all measurements were within specification. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis monofocal intraocular lens (model zcb00, +21.0 diopter) had malfunction during implantation into the patient's left eye. Reportedly, the lens was only partially inserted and no patient injury occurred. The surgeon switched to a different lens. Additional information was received, and it was learnt that the surgeon could not get the trailing haptic into the eye incision. No medical or surgical intervention was required. Further it was learnt that there were ''pimples/pits'' on the lens optic. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.